Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h20055, h13h30047, and h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Nine days prior to the receipt of this report, the pt was hospitalized for the event. The cause of the peritonitis was unknown. On an unknown date, the pt¿s pd catheter was removed. At the time of this report, the pt was still receiving an unknown treatment in the hospital and was not recovered from the event. Additional information was requested but was not available this is report 2 of 2 involved in this peritonitis event.